Manufacturer narrative:
(B)(6) 2015 follow up: customer reported feeling ill with sore throat and swollen glands. Bg level continues to fluctuate although customer is administering injections. Customer reported that bg level improves when a bolus is delivered; however, bg level increases soon after. Reportedly, health care provider increased basal rate on (B)(6) 2015. The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (567 mg/dl). Customer administered a correction bolus. System check performed with tandem technical support indicated that the pump performed as intended. Recommendation was made to consult with health care provider as well as change cartridge, as customer had reported that cartridge had been is use for four days. Health care provider recommended customer go to hospital emergency room. Customer was treated with insulin, saline and nausea medication. Customer's bg level improved to 200 mg/dl and customer was released same day.